Manufacturer narrative:
Result: scale module on footboard.

Event description:
It was reported by service report that the scale is broken. It is unk if there was pt involvement, however no adverse consequences were reported.